Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was unable to implant and was not used and a new lead placed successfully. There was no additional information available.

Event description:
New information states; the lead was implanted on (B)(6) by and dislodged the same day went back to ep lab (B)(6) tried to reposition but were unsuccessful. Lead was then explanted and new atrial lead was implanted successfully. The patient was stable post procedure.